Manufacturer narrative:
E: (B)(6). Reporting institution phone (B)(4). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working properly; auto track was also not working. It is unknown is there was patient involvement at the time the issue was discovered. No patient or user harm was reported. A repair quote was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the touch panel failed randomly. There was no patient involvement at the time the issue was discovered as the device was being prepared for storage. No patient or user harm was reported.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the touchscreen, after which the issue was resolved as the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.